Event description:
It was reported that the device broke during use. Per the reporter, the device has been in use for only a few months.

Manufacturer narrative:
The sample was not returned. The lot number is unk; and therefore, the device history record could not be reviewed. Intended use: the bard c-max cutting loop device is indicated for resection of soft tissue including procedures for the treatment of benign prostatic hypertrophy (bph). It is intended for use with compatible resectoscopes. (B)(4).